Event description:
Healthcare professional reported left side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Later, healthcare professional reported left side rupture, capsular contracture, and "high-riding implants". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Healthcare professional reported left side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Later, healthcare professional reported left side rupture, capsular contracture, and "high-riding implants". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of the shell assessed as to inconclusive. Also observed a striated edge opening assessed as surgical damage. Capsular contracture: unable to confirm as it is a medical event not related to the device. Malposition: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the shell. Wear abrasion observed in the device. Red particles in the surface of the shell.

Event description:
Healthcare professional reported, left side "exchange from textured to smooth implants, due to the patient¿s concern of the product¿. ¿rupture¿, ¿capsular contracture, baker grade IV¿. And "high-riding implants". Device has been explanted and replaced.